Event description:
The visi-pro stent was intended to be implanted in the proximal left pulmonary artery, between 2 previously implanted stents. During tracking of the stent the proximal and distal tines protruded off the balloon catheter upon attempt to insert through first stent. The visi-pro stent started to dislodge from delivery balloon, therefore, the visi-pro stent had to be placed in the infrahepatic inferior vena cava. The delivery balloon was removed. During migration of the stent, the tricuspid valve was torn. The pt had a tricuspid valvuloplasty performed the next day and was stable post-op.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. However, this procedure was an off-label use of the visi-pro stent device.